Event description:
Lancet device not working number doesn't count down. Dose, frequency, & route used: check blood sugar once or twice daily, alternate fasting, 2 hour postprandial. Therapy dates: na. Diagnosis for use: diabetes.